Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using a ruby coil, a lantern delivery microcatheter (lantern), non-penumbra stents, and a non-penumbra sheath. During the procedure, the physician placed two stents in the vessel and then advanced a lantern through the stents and into the aneurysm. Next, while advancing a ruby coil into the aneurysm, the physician noticed the coil was not taking its intended shape. Therefore, the physician decided to retract the ruby coil to reposition it. While retracting the ruby coil, the physician inadvertently retracted the lantern out of the aneurysm. The physician then attempted to advance the lantern over the ruby coil and back into the aneurysm; however, the ruby coil did not provide adequate stability and the physician decided to retract the coil to start over. While retracting, the ruby coil unintentionally detached. It was reported that the ruby coil may have gotten caught on the edge of the stent struts and began taking shape. It was also reported that approximately a few centimeters of the detached ruby coil was in the aneurysm and the rest of the coil was hanging within the sheath. The physician attempted to use a snare device and forceps to remove the detached ruby coil; however, the attempts were unsuccessful. Therefore, the physician used the forceps to break and remove the detached ruby coil that was hanging within the sheath by shortening the length. The physician was able to remove most of the remaining coil, only leaving a short, thin section outside of the aneurysm. It was reported that the aneurysm was not occluded. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.